Event description:
Da vinci robotic surgery tip cover accessory developed a hole in the tip cover allowing the arc from the bovie to escape into the patient's body. No apparent injury. Defective tip removed and replaced with new one.